Event description:
The vad coordinator reported that this patient experienced a change between power sources earlier than expected for (B)(4). Critical battery alarms were reported for (B)(4). The batteries were replaced and are being returned to the manufacturer for evaluation. There was no reported injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that the batteries have been received and are awaiting further analysis. Product remains implanted.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Four batteries were replaced and returned for evaluation. A review of the device history records (DHR) of all returned devices did not reveal manufacturing contributed to the event. All devices passed external visual inspection, and functional test. Maccor testing passed and all cell pairs remained above the 2800 volts during the 1 amp discharge to 12 volts. All batteries performed as expected. Log files were not available for analysis; therefore, the critical alarms could not be confirmed. Most likely root cause of the premature power switching and critical alarms can be attributed to a communication anomaly between the controller and battery. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Blank fields on this form indicate the information is unknown, unavailable or unchanged. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report does not reflect a conclusion by FDA, heartware, or its employees that this report constitutes an admission that the device, heartware, or its employees caused or contributed to the potential event described in this report. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Device remains implanted.